Event description:
The customer's father reported via phone call that the insulin pump alarmed button error and had an absence of no delivery alarm. The caller stated that the insulin pump had alarmed button error about 10-15 times or more. The caller stated that, three days prior, the customer ran out of insulin and the insulin pump did not alarm. The caller did not know the blood glucose reading. The customer's father stated that the button error was causing high blood glucose. He declined troubleshoot assistance for the missing alarm when the reservoir was empty. The caller did not observe any significant events leading to the button error alarm, stating that the insulin pump had not been dropped or bumped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. The low reservoir alarm and no delivery error alarm functioned properly. The unit was received with normal operating currents, and no unexpected off no power or low battery alarm was noted. All the buttons functioned properly, and no button error alarm or moisture damage on keypad traces was noted. The keypad connector was fully locked. The unit had a cracked case at the display window corner, minor scratched liquid crystal display window, cracked battery tube threads and cracked reservoir tube lip.